Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. On (B)(6) 2019 it was reported that the patient had their pump system removed a year ago as she had developed breast cancer and had some puss showing up back of the spine which necessitated the removal of everything. No further complications were reported/anticipated.